Event description:
(B)(4).

Event description:
On 06/30/2015 pentak medical received a customer report stating video duodenoscope model ed-3490tk/serial (B)(4) had bacteria growing in biopsy channel. More specific information received on 07/10/2015 in response to an email sent to the facility stated that 3 samples were taken and cultured after cleaning/processing and "the report came back that the scope was growing pseudomonas." In follow on email correspondence with the facility on 07/10/2015 the facility explaining that 100 percent of their duodenoscopes are cultured "one time a month on a weekly rotation." Additionally a response was received stating that the scope was not used subsequently after culturing and "there were no patients exposed after culturing." Lastly, on 07/13/2015 a response was received noting that in the most recent procedure prior to the product testing positive for pseudomonas, the following products were used in conjunction with video duodenoscope model ed-3490tk/serial (B)(4): boston scientific contour ercp cannula (product number m00530880, lot number unk), cook medical zimmon pancreatic stent (product number spsof-5-3, lot unk) and boston scientific autotome rx 39 cannulating sphincterotome (product number m00545190, lot number unk).